Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have high blood glucose of 286 mg/dl. Customer's blood glucose at the time of call was over 600 mg/dl. Which was treated with manual syringes. Customer had symptom of thirst. Troubleshooting was performed on insulin pump to determine reason for high blood glucose. During troubleshooting, customer declined to check of leaks or air bubbles. Customer declined to check settings. After troubleshooting, customer was advised to change infusion set, reservoir and insulin and to call back when in receipt of tubing clamp in order to perform high pressure test